Event description:
Received info regarding a cartridge alarm 1 during basal delivery. Customer's blood glucose level was fluctuating. Reportedly, there were cracks on the cartridge from the bottom to the top.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.